Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: on investigation, the pump powered on normally and was exercised for 24 hours without any ¿extra¿ boluses being delivered or recorded in the pump history during this time. Investigation manually performed a 10 unit normal bolus and a 10 unit audio bolus successfully with both being accurately recorded in the pump history. There were no hypersensitive or stuck keypad buttons on the keypad. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The customer reported that there were extra boluses found. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.